Event description:
Additional information was received from a patient (pt). It was reported that they met with their manufacturer representative (rep) at the doctor's office and determined they needed a new paddle. The pt called medtronic call center and notified the person that they needed a new charger paddle and was let borrow one so they wouldn't have to wait on the new one. The patient reported that the issue has been resolved. Additional information was received from a patient (pt). It was reported that they received multiple replacement recharger and are still having trouble charging implant. The pt stated they met with their manufacturer representative (rep) and they told the pt to stop using the belt and just put the paddle directly over their skin. The had tried that but are still having trouble. During call, pt saw no device found when the paddle was right over their implant. Pt did not see option to hit recharge but it appeared after a while. They hit recharger ad started charging at excellent (controller 100% and implant at 80%). Pt was able to find implant without paddle. The pt tried charging again and started at excellent but then went back to poor recharge quality. Agent asked pt to use belt, while using belt, pt went from excellent to poor to excellent without moving. Pt mentioned they have reset the controller often. A replacement controller was sent out. No symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they were charging the implanted neu rostimulator today and it came up with system problem rm03 message. The patient verified there is no visible damage to the recharger cord / plug. The pt mentioned that they are having difficulty connecting to charge the implantable neurostimulator (ins). The pt re ported seeing "no device found" and he stated he will just keep pressing "try again" and it will eventually connect. The issue was not resolved through troubleshooting. A replacement recharger (rtm) was sent out. No symptoms were reported. The patient called back to notify medtronic that they were in the hospital and were not able to send back the recharger (rtm) until yesterday. Additional information was received from a patient (pt). It was reported that they still saw the poor recharge quality message after receiving the replacement recharger. Agent re-directed pt to their healthcare provider (hcp) and reviewed role of rep and provided the nas number for their hcp office. Additional information was received from a patient (pt). It was reported they had spoken to their representative and they stated the implant hadn't moved at all and so it is likely an equipment issue. Agent reviewed that the pt just received all new equipment and sending more new equipment will not resolve the issue. The pt was seeing an rm03 error. Agent reviewed they need to meet with a mdt rep again in office to help resolve the issues. Agent sent an email to the field for visibility. The manufacturer representative (rep) then met with patient and used their recharger. Recharging was with no issue when using the rep's recharger. A replacement recharger (rtm) was sent out.